Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser and illumination was weak. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer indicated the issue was with their slit lamp (which is not manufactured by our company). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The laser was manufactured on june 26, 2009. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).